Manufacturer narrative:
A chr review showed four other similar product complaint file(s) from this lot. (271532, 271534, 271537, 271541). The device has not been returned to the manufacturer at this time for evaluation.

Event description:
It was reported that in catheter insertion 3 months, cuff was found loosened induce the pt internal hemorrhage.